Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui) central processing unit (cpu), and installed the latest software revision. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator turned off by itself, generated a failure error, and lost the display. No available information regarding the patient being transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.